Event description:
The sensor for the thermodilution catheter was defective. Biomed was called to check out other possibilities of equipment failure and came to the conclusion that it was a defective catheter. It was replaced with a new catheter.